Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is required. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there was an unknown substance on the venous table line connection, and tubing appeared hazy. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no harm to the patient.